Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The hp explained that the hc was saying error so he decided to cycle the machine and he wound up at the beginning of the setup. The technical service representative (tsr) checked the alarm log. The hp had a system error 2240. The tsr instructed the hp to start over with new supplies. Global product surveillance contacted the nurse (rn) on (B)(6), 2011. The rn stated that the hp came in to clinic since the reported problem and was doing fine. The hp is continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4). The assignable cause for the reported problem was undetermined.